Event description:
It was reported that "dr. Graupman bent a midline - large plate, but wasn¿t able to use it, because it didn¿t fit. He would have used the large-long size, but he already broke both of them." It was reported from the duplicate that "dr (B)(6) broke 2 midline occiput plates while bending them."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.